Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse plug the power cable, the fan works but won't turn on the machine. The fse checked the fuses inside the machine are not broken, the fse measured the output on the power board = 28 vdc, led both on the main board and solenoid driver board does not stick at all. It may need to change solenoid driver board or mainboard. The fse checked the cause of the power supply unit is damaged, the fse replaced the power supply board, the problem was solved. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during daily check, the cs100 intra-aortic balloon pump (iabp) rp will not power on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.